Event description:
It was reported to kendall healthcare products that a patient used the catheter for 2 years (aug 1999). A crack was found near the titanium adapter recently, where leakage occurred. The hospital had to cut down the crack part of this catheter. Customer states that the out-of-body part of this catheter is very short and if it cracks again the patient must have a new catheter reinserted.

Manufacturer narrative:
This report is a re-submission of follow-up 1317749-2018-00004-1, to reflect a revised FDA MDR reference number of 1317749-2001- 00013. If information is provided in the future, a supplemental report will be issued.